Manufacturer narrative:
Internal complaint reference: (B)(4). The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, a poly-insert exchange/revision surgery was performed due to infection. Based on information provided, no other components were revised. It was communicated that the requested medical documentation was not available; however, the surgeon reportedly ¿does not blame the implants". Reportedly the infection was the root cause of the revision; however, the source of the infection remains unknown. The patient impact beyond the reported infection and subsequent poly-insert revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a revision surgery an unknown gii ps insert sz 3-4 11mm was exchange due to an infection. It is unknown how the procedure was finished, and if there was any surgical delay. Patient current health status is unknown.